Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd spike set c180-o fell out of bag. The following information was provided by the initial reporter: it was reported that after adjusting the 5fu and dispensing the infusion bag, the nurse was about to start administering when the spike set fell out of the infusion bag during use. The infusion bag had been discarded. Please follow up and request the brand/manufacturer of the IV bag? Was the spike fully inserted into the bag? Is the lot information available? Customer response- 1.terumo 2.yes, it was. 3.unknown.

Manufacturer narrative:
Device evaluation: it was reported that the spike fell out of the infusion bag. One spike connector was provided to our quality team for evaluation. Upon inspection, no damage or defects were observed within the product. All product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Although we could not replicate the reported incident, bd has reviewed this report and identified a potential trend related to the reported concern. While we have confirmed our product is manufactured to approved specifications, a project has been initiated to further investigate and address this matter.

Event description:
No additional information.